Manufacturer narrative:
Failure analysis noted that the pump had a button error alarm and no button response due to corroded keypad traces. There was no moisture damage on the electronics. The pump had cracked display window corner. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump had a keypad anomaly. The customer's blood glucose reading was unknown. The customer stated that the pump got wet in the rain and there was a crack on the edge of the lcd. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the pump would be replaced. The insulin pump was returned for analysis.